Event description:
Hq 190 (B)(6) egd scope. During procedure, scope lens was malfunctioning and the screen was flickering. Unplugged scope and re-plugged it twice. Obtained new scope and had no issues once changed.